Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03862. It was reported that a rotawire fracture occurred. The target lesion was located in the heavily calcified distal right coronary artery (rca). A 330cm rotawire¿ was positioned in the distal rca and then a 1.50mm rotalink¿ plus was placed on the wire. The out of body checks were performed and as the burr was spinning the wire fractured in two places as the speed of the burr was being set. The radiopaque distal section of the wire broke off and mid section also fractured. The main body of the wire was retrieved; however, the distal part of the wire was stented into the wall of the artery. No patient complications were reported and the patient was discharged in good condition.